Manufacturer narrative:
The initial reporter was getinge technician. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer¿.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - blueline 80. As it was stated, upon the device inspection four out of the six fixation screws holding the device main tube were loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog # ard569014111a. Corrected d4 catalog # hm56077852. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - blueline 80. As it was stated, upon the device inspection four out of the six fixation screws holding the device main tube were loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Device was not being used for patient treatment or diagnosis when the event took place. It was discovered during inspection. Subject matter expert established: the probable causes of loosening corresponds to an improper initial tightening during the installation or a maintenance not in accordance with the manufacturer's recommendations. To prevent any incident the yearly preventive maintenance program, mentions to check the tightening of fixation screws on the suspension tube. In april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.